Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the flush does not function. It could not be switched on. The reported event was not confirmed. The service evaluation revealed a loose front bezel but no issues with inflow or outflow motor had been found.

Event description:
It was reported that the flush does not function. It could not be switched on. There was no harm for patient, operator or third party reported. No further information was received.